Manufacturer narrative:
Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. A proximal stent strut with radiopaque marker hoop was noted to be bent distally when the visi-pro system was removed from its shelf carton. Sanguine residue was noted within the balloon chamber and inflation lumen port of the y-manifold.

Event description:
Physician attempted to treat patient at the left proximal left subclavian artery using a visi-pro stent. Target lesion type was fibr ous. Lesion had moderate tortuosity, moderate calcification and 90% stenosis. Artery diameter was 8 mm and lesion length was 35 mm. Resistance was encountered during advancement but no excessive force was used. Device was removed and stent strut was noted to be lifted. A 8x37x80 visi-pro stent was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.